Event description:
Same case as: 2134265-2008-01581, 2134265-2008-01583. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The patient was placed on asa and plavix for 3 days prior to the catheterization. The lesion was not predilated. The physician placed a 2.75x20mm, a 2.50x24mm, and a 2.50x16mm taxus express2 drug eluting stent. The balloon inflations were nominal pressure and held for 30 seconds. The stents were not post-dilated. The catheterization went well with a good angiographic result. The ivus was not used to check the apposition. About 10 hours after the stent placement, the patient went back to the cath lab because of chest pain. All three taxus stents were 100% occluded with thrombosis. From the time of onset of chest pain until the vessels were opened, only 70 minutes elapsed. The patient had developed pulmonary edema, fever, and a white blood cell count of 24,000. The patient did have a myocardial infarction, with a resultant ejection fraction of 35% at the time of discharge. A second catheterization was performed. The physician noted that the clot was firm and difficult to get through. The physician placed another taxus stent (size unknown), without pretreatment with corticosteroids. The patient's febrile reaction did not persist after the second procedure. Four days later, the patient went to elective bypass surgery. Patient status reported as "hospitalized, recovering from bypass surgery."

Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. A labeling review identified that the device was used per the taxus express2 directions for use (dfu) however, the lesion was not predilated and this is advised in the dfu. The condition of the lesion was reported as having 100% stenosis. These could have been potential contributing factors to the complaint incident. A review of the manufacturing record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is anticipated procedural complication.